Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The premature deployment (exposed) stent was confirmed. The difficult to insert with the sheath was not tested. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulties were likely due to attempting to insert the absolute pro into a 5f introducer sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, 90% stenosed distal left superficial femoral artery. A 6x60mm absolute pro .035 self-expanding stent system (sess) could not be inserted into a non-abbott 5f sheath. The sheath was changed to a non-abbott 6f. The sess was being advanced into the 6f sheath; however, before being inserted into the sheath it was noted that the distal portion of the stent was partially expanded [flowered] for 2-3 millimeters. A same size absolute pro .035 was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The return device analysis identified that the distal end of the stent implant was partially exposed from the distal outer sheath, but was not flowered.